Event description:
It was reported that the svc (superior vena cava) portion of the right ventricular (rv) lead had three recent instances of high impedance. The svc portion of the lead was turned off and the pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.